Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 1595 days after a coronary stenting treatment procedure, the patient required a target vessel reintervention (tvr). The index procedure treated a 3.0x10mm, 90% stenosed lesion in the mid left anterior descending artery (mid lad) with predilatation and placement of a 3.0x16mm express2 bare metal stent. The lesion was post-dilated with 0% residual stenosis. The proximal circumflex (prox cx) was also treated with a 3.0x12mm nir stent during the procedure. The patient's hospitalization as prolonged due to elevated cpk. The patient was discharged 2 days later on aspirin and plavix. The patient underwent a pci to the optional diagonal branch 1582 days post index procedure. At the time of discharge the next day, the patient was known to have prox lad and prox cx stenosis. During a five-year follow up, the site learned that 1590 days post index procedure the patient was admitted with recurrent chest pain and increasing dyspnea upon exertion. The patient was initially treated medically, but had recurrent chest pain and was referred for cardiac catheterization. Five days later, a cutting balloon was used on the ostial cx and distal left main coronary artery (lmca). The proximal and ostial cx were treated with 3.0x8mm non-bsc stents using balloon alignment t-stenting of the ostial cx. The distal lmca and prox lad were treated with a 3.5x13mm non-bsc stent, and ostial cx kissing balloon dilatation. The patient was discharged the next day on aspirin and plavix. The investigator assessed the device causality as unrelated. The clinical event committee assessed the device relationship as being "indistinguishable".